Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: alert date, other devices, and operator code. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned for analysis. Evaluation summary (B)(4) no anomalies found (B)(4) full lead

Event description:
It was reported that during the implant procedure, pacing stimulation did not result in capture. The lead was not used and another lead was placed. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, stimulation did not result in capture. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation of the lead has not been completed. Analysis results will be provided upon request.